Event description:
It was reported the infusion connector installed at the end of the IV port splits open and leaks fluid two to three days after installation. No further information was provided. It was reported this occurred with twelve devices. This report addresses all twelve devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.